Event description:
It was reported that the siderail would not latch due to a worn siderail column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.